Event description:
Pt on nocturnal dialysis and fistula needles dislodged from access causing loss of blood. Estimated blood loss greater than 275 cc. Needles had been secured in place with paper tape with a chevron as well as tape across fistula needle tubing. Problem identified. Pressure applied. Bleeding stopped. New IV access started. IV fluids initiated. Ems and md called. Ivf given to pt to support b/p. Transported to ER. Admitted to hospital. Upon follow-up with customer, attending physician did not believe the death was due to the blood loss.